Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported use that the customer received a failed transmitter error. The transmitter had been in less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. H6: device code 2591 remove.